Event description:
It was reported that the patient had multiple MRI's in the past all unrelated to the pump, as it was noted the patient was a "very difficult back patient." The patient stated "I've had multiple mris, I mean, many--many--many and I have it reset on itself, once and that was a long time ago." It was not clear if "it reset on itself" referred to a motor stall or multiple stall occurrences, with and/or without recovery. The pump contained saline at the time of report and previously was used to deliver dilaudid. As the timeline was unclear, it was not known what the pump contained at the time of event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n172202027, implanted: (B)(6) 2008. Product type: catheter. (B)(4).